Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/28/2019. The philips field service engineer replaced the battery to resolve the issue. The device successfully passed the performance specification testing after the repair was completed.

Event description:
While servicing the unit, the philips field service engineer (fse) reported that the battery would not charge. There was no patient or user harm reported.